Event description:
It was reported that a malfunction alarm occurred without any notable prior events. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer in resetting the pump, and sent the information through email as the customer was unable to reset the pump during the call. Upon follow up, the customer confirmed resetting the pump resolved the issue.